Event description:
The customer reported that the alarm was going off in yellow whereas with the scheduled parameters it should have been red (severe bradycardia and desaturation).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.